Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. The superior vena cava was dissected during the explant procedure and the patient arrested. Cardiac surgery was performed to repair the dissection. Two right ventricular leads and one right atrial lead were implanted prior to closing the chest.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.